Manufacturer narrative:
Event date: is date of publication. Implant date is 4 years prior to date of publication. Intervention on the left main coronary artery. Importance of periprocedural and follow-up intravascular ultra sonography guidance doi: 10.5114/pwki.2014.43522. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Due to unstable angina, a driver bare metal stent was implanted in the lmca and a non-mdt stent was implanted in the lad. Approximately 4 years later, patient was hospitalized for unstable angina. Angiography revealed tight stenosis in the lad with 80% stenosis in the lcx, however, it was only possible to perform balloon angioplasty of the lad. Repeated angiography showed a good result in the lad, however, a significant lesion in the lcx remained. It is reported that during this intervention, it is likely that, the left main was wired through one of the previously implanted driver stent struts and not the lumen of the lm. This resulted in deformation of the stent and making subsequent wiring/canalization of the stent impossible. It was not possible to insert the ivus probe into the stented lmca. It could not negotiate through the lmca ostium and remained outside the stent lumen, in the sinus of valsalva. Ivus could only visualise the part of stent protruding from the lmca into the aorta. Attempts to insert the wire into the lumen of the stented lmca failed. Cta was completed in order to accurately assess the length of the stent protruding into the aorta from the ostium of the lmca. However, angiography done 9 months later for unstable angina, revealed tight re-stenosis in proximal segment of lad. The patient underwent CABG with lima to the lad and svg to the lcx. The paper suggests that ivus should have been used so that appropriate wiring of the lumen would have occurred and stent deformation would not have occurred.